Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8801075, serial/lot #: unknown  h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that upon finishing the first imaging system spin, the surgeon checked the accuracy with the nav midas. The site quickly saw the navigation is off 5 millimeters (mm). The site tried re-registering the nav midas. Navigation was still showing inaccuracy of 5 mm. The site then used the chicken foot to check accuracy, yet navigation was still off by 5 mm. The site performed another imaging system spin. After the 2nd imaging system spin, the surgeon checked accuracy with the nav midas and the nav midas was still showing inaccuracy. The site tried re-registering the nav midas again. As it was still showing inaccuracy, the surgeon covered one of the bottom spheres.  The site saw the instrument move 3-4 mm on the screen. Upon covering one-bottom row sphere at a time, the instrument moved 3-4 mm on the screen. The site then tried using a new reference frame along with new spheres. The site performed a 3rd spin and the surgeon checked the accuracy with the nav midas again. This time navigation was only off 1-2 mm. The surgeon proceeded to do the case as this was the first acceptable navigable spin they trusted which was safe for the patient. The surgeon was certain this was a manufacturing sphere issue. They believed some of the spheres were defective which caused the inaccuracy. No known impact to patient outcome. There was a surgical delay of one hour or longer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Further information can be found in medical device report #: 1723170-2024-01384.